Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable pulse generator (ipg) system was returned from a funeral home. The cause of death was listed as bacterial endocarditis superimposed on a calcified mitral valve. Further review of the manufacturer¿s database indicated the patient died approximately two years and nine months after the system was implanted. Additional information related to the death including circumstances and secondary factors is not known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.